Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
It was reported that the patient's left hip was revised due to dissociation of the inner bipolar component from the outer liner of a constrained insert. The constrained insert and +0 head were revised to the same size of constrained insert and -4 head. Rep confirmed otherwise, no further information will be released by the hospital or surgeon.